Event description:
It was reported the epg (external pulse generator) turned itself off after running approximately five minutes. The doctor then noted there was no pacing and asystole on the heart monitor. The batteries were changed, and the epg powered on, and remained on, for at least forty minutes. Different batteries were again tried, but the epg would not power on. A new epg was connected, with pacing and heart rate noted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found during functional or bench testing. It was noted that the upper case, lower case, battery drawer and side bail covers were broken, the lead flex cover was corroded, the liquid crystal display (lcd) was scratched and the keyboard was contaminated with liquid underneath the keyboard.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.